Event description:
It was reported to medtronic minimed that the customer¿s insulin pump received insulin flow blocked alarm, problems with pump rewind, pump does not rewind the plunger, it stays at the top and does not move, rewind process cannot be finished and unable to exit the load reservoir process. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Instructed the customer to revert to backup plan as per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received pump error 37 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify prime/fill anomalies, no delivery alarm due to the pump error 37. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple no delivery alarm on event date 06/03/2025 23:24:06.000, 06/03/2025 23:24:58.000, 06/03/2025 23:26:46.000, 06/03/2025 23:58:16. Pump was cut open to perform visual inspection no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, unable to verify prime/fill anomalies, no delivery alarm due to the pump error 37. Pump error 37 alarms during rewind and no delivery alarm in the trace/history files confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.